Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 28 mmol/l associated with multiple occlusion alarms. Troubleshooting of the issue indicated that the patient was not using the pump cartridge per the instructions for use. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.